Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate shock therapy on a supraventricular tachycardia due to far field p wave oversensing. Reprogramming changes were recommended. The device remains implanted.